Event description:
It was reported that the customer was hospitalized with high blood glucose over 600mg/dl. The customer was throwing up, getting sleepy and dizzy. The mother stated having issues with the insulin pump, the device was not turning on. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.